Manufacturer narrative:
D10 concomitant products: onb5shf - onb5shf versaone opt 5mm sht trocar - unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic total cystectomy, approximately five hours after the start of the operation, the valve of the two trocars was likely damaged and pneumoperitoneum could no longer be maintained. A new trocar was taken out and replaced for use. There was no patient injury.